Event description:
The customer's wife reported that the customer was hospitalized for high blood glucose leading to diabetic ketone acidosis on (B)(6) 2021. The patient's blood glucose level at the time of incident was more than 500 mg/dl which made the customer fall. The customer ran out of insulin and no manual injections were available. So emergency medical services was called to administer insulin to the customer after which customer was hospitalized. No further details given regarding the symptoms. The customer will continue the use of the pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.